Event description:
It was reported that a device was used during an open gastric bypass. The surgeon completed the gastric procedure without incidence. Seven days post-op, abdominal distension was noted and the pt was taken back to surgery. The surgeon identified the absence of staples in the staple line. Hand suture was used to repair the anastamotic site.